Manufacturer narrative:
The customer complaint that " after clipping biopsy, couldn't bring back through scope" is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided. Therefore, the reported issue cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found a total of 6 complaints involving 58 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 41 complaints, regarding 97 devices, for this device family and failure mode. During this same time frame 295,984 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0003. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that : when advancing forceps through endoscope, care should be taken that, if resistance is met, the endoscope tip should be repositioned to allow smooth passage of the biopsy forceps. Be certain that the forceps are in the closed position prior to advancing the forceps into the endoscope, and maintain this closed position while moving through the working channel of the endoscope. Do not force the forceps if they do not pass smoothly through the endoscope, as this may damage both the forceps and the instrument channel of the endoscope. Do not apply excessive force when opening and closing the forceps. When removing the forceps, with the jaws closed, slowly withdraw the forceps from the endoscope. Be sure to lower the scope elevator before withdrawing the forceps from the scope. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported an issue with the precisor broncho disposable biopsy forceps alligator cup, item # 100503, lot # m181220002 , that was encountered on (B)(6) 2019. It was reported only that "after clipping biopsy, couldn't bring back through the scope." It is indicated that the procedure was successfully completed. To date, although multiple attempts have been made to gather additional information and clarification, no information has been provided. This report is being raised on the basis of previous filings for injury and will be filed as a malfunction with the potential for injury as the forceps became stuck in the trocar/cannula during a bronchoscopy procedure.